Manufacturer narrative:
(B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 2 states, "early or late postoperative infection and allergic reaction." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2016-00144 / 01247). Device not returned by attorney.

Event description:
It was reported by the patient's legal counsel that patient underwent an initial right hip arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2015 due to allegations of pain, metallosis, elevated metal ion levels and a pseudotumor with metal debris. During the procedure, the head and stem were removed. A head, a liner and cement spacer were implanted. Patient underwent a reimplantation procedure on (B)(6) 2015. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in operative notes reported the revision procedure on (B)(6) 2015 was due to infection with possible pseudotumor. During the procedure, granulation tissue, extensive synovitis and the removal of a cystic mass were noted.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date explanted: (B)(6) 2015; (B)(6) 2015 event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported by the patient's legal counsel that patient underwent an initial right hip arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2015 due to allegations of pain, metallosis, elevated metal ion levels and a pseudotumor with metal debris. During the procedure, the head and stem were removed. A head, a liner and cement spacer were implanted. Patient underwent a reimplantation procedure on (B)(6) 2015. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.